Event description:
Pt arrested and during use of defibrillator staff reported seeing v-fib rhythm on monitor. Staff later realized that cable leads were not connected at the machine end of the defibrillator.